Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the left side on (B)(6) 2014. The patient presented at the ER with a dislocated tha on (B)(6) 2016 and was revised on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: according to the received per, it is reported that a (B)(6) male patient, with high activity level and bmi=(B)(6), was implanted with a biolox delta ceramic head on (B)(6) 2014. He presented to the ER with a dislocated left hip tha on (B)(6) 2016. In the ER it was not possible to reduce his hip. Patient underwent a revision surgery of the liner/head/neck on (B)(6) 2016 after 1 year 8 months invivo time. A constrained liner was utilized to ensure stability. The patient had dislocated his hip 3 times prior to the last follow up visit in early 2016. Review of received data - the photographs of the ap view x-rays dated (B)(6) 2016 were received. The left tha seems to have an acetabular inclination angle around 35°, which seems to be low. However, it is not very reliable as the angle of the photography can lead to differences in angle measurement. It is not possible to comment further on the bony conditions and the positions of the devices as there is no other previous xrays taken. - primary implantation surgery report, dated (B)(6) 2014: pre-op diagnosis: osteoarthritis left hip zimmer kinective m/l 13.5mm taper cementless stem with a straight left size b +0 standard, biolox ceramic 36+0mm, zimmer trabecular metal cluster 58mm/36mm standard crosslinked poly liner with 2 screws implanted. Findings: patient with bmi=(B)(6) has severe femoral head arthritis and acetabular arthritis. Good bone quality. Rom= 5° extension, 115° flexion, 75° internal rotation in flexion, 30° external rotation in flexion, 75° internal rotation in extension, 50° external rotation in extension. Excellent stability and rom noted. Pre-op femoral offset was 47mm, whereas post-op femoral is 51mm. The femoral neck cut was 12mm above the lesser trochanter. -follow up visit, dated (B)(6) 2016: it is stated that the patient has pain level of 1 on a scale of 0-10. Exam: rom= flexion=110°, extension:10°, internal rotation:45°, external rotation:60° imaging: ap pelvis view x-rays of hip reveal good components alignment, no evidence of loosening. Antevesion:23°, abduction:45° plan: patient dislocated the hip already 3 times. He is very careful at home, but when he goes out and works he forgets the tha and does a lot of bending. Possibility of a revision of left hip with a training liner is discussed. A follow up in 6months is planned. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. However, one photo of the explanted pe liner, modular stem neck and biolox delta head was received. The ceramic head has extensive metal transfer covering a significant area of the articularing surface. Since the anchoring face of the head is facing towards in-plane it is not possible to see the rest of the articulating surface. The anchoring surface of the head does not have significant metal transfer. The taper area seems to have concentric metal transfer in form of rings. However, because of the angle of the photo , the rest of the taper wall cannot be observed. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product combination is allowed by zimmer biomet. - loss of connection due to inadequate assembling procedure => not possible: the implantation surgery report confirms the adequate assembly procedure. - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: no revision surgery report was received to confirm, therefore cannot be excluded. - compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device => possible: patient activity level is high and he bent his hip often as he forgets he has a tha. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => not possible: patient bmi=(B)(6) which is in the normal range. Conclusion summary: the patient dislocated his hip 3 times prior to the revision surgery. It is stated in the follow visit that he bent his hip a lot as he forgot he had a tha. No x-rays right after the implantation surgery was received to confirm any changes in the positioning of the components and the bony conditions. It is highly possible that the high activity level of the patient had a role in the dislocations. It is also possible that the low inclination angle of the acetabular component has contributed to the experienced dislocations. The ceramic head is observed to have metal transfer on the articulating surface, which confirms the contact between head and stem. Since the product and previous x-rays were not received, it is not possible to perform a further analysis of the failure. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).